Event description:
It was reported that the patient experienced fluid loss and a device malfunction because the device wasn't cycling. The cause of the fluid loss was not determined by the physician. The pump and cylinders were removed and replaced but the reservoir was not removed because the physician could not get it out due to scarring. No further patient complications were reported. Further information has been requested and is not yet available. Should additional information become available, a supplemental report will be submitted. Additional information received that the scarring was caused by a previous prostate cancer surgery. The patient outcome was reported to be great with no further complications.